Manufacturer narrative:
Concomitant medical products: product ID: 977c165, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received form the healthcare professional (hcp) via manufacturer representative (rep) reported a contact issue with a lead. It was reported that there was nothing related to the patient but several contacts of the lead were not working. Factors that may have led or contributed to the issue remain not applicable. During the impedance test, they saw that the lead wasn't fully operative because several contacts weren't working. Actions taken was that the lead was changed and the issue was resolved. A surgical intervention occurred. No further complications were reported/anticipated. Additional information received reported that the lead used within the patient was intra-op. Actually, it was during the test, the physician measured the impedances and noticed that it wasn't fully operative so they changed it directly. The lead is still in the hospital at the pharmacy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977c190 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead h3: analysis of the lead (s/n: (B)(6)) found no anomalies. H6: fdc 67 pertains to the lead (s/n: (B)(6)). Fdm 10 and fdr 213 pertain to the lead (s/n: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c190, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.